Event description:
It was reported that the device was displaying the charge pak and attention indicators. Physio-control evaluated the device and verified the reported problem. Further evaluation of the event record found that the internal hlc batteries were depleted to critical levels. The device would not be able to provide defibrillation therapy in the observed condition. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): further evaluation of the device analog pcb assembly determined the cause for the malfunction to be due to depleted internal hlc batteries; one of the batteries for the hlc(bt2) drained at a rapid rate. A replacement device was provided to the customer.